Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd plastipak ¿ luer-lok¿ syringes had packaging issues. The following information was provided by the initial reporter : it was reported by the user facility that one of them had the blister seal defective.

Manufacturer narrative:
Investigation summary: photos and video received for investigation. Upon visual inspection, missing needle and packaging seal integrity can be observed. A device history record review for package seal integrity showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Thirty three retention samples from the same lot were evaluated, no defects or issues observed. H3 other text : see h10.

Event description:
It was reported that 3 bd plastipak ¿ luer-lok¿ syringes had packaging issues. The following information was provided by the initial reporter : it was reported by the user facility that one of them had the blister seal defective.